Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced pocket site pain and had difficulty charging the ipg. No device malfunction was suspected. The patient underwent a pocket revision procedure and the ipg remains implanted. The patient was doing well postoperatively.